Manufacturer narrative:
Correction required for initial reporter's name

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The device was tested on the bench. The cause of the bvvi was due to a power-on reset (por) that occurred while the device was delivering high voltage therapy. The cause of the por is due to a lead anomaly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, the device was found in backup vvi mode. A device download was not performed due to an unexplained power on reset. The device was explanted and replaced without adverse consequences.